Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) and a se 2367 (fail safe shut down) alarm occurred on the homechoice (hc) machine during dwell 4 of 5. A baxter technical service representative (tsr) explained the alarms and advised the home patient (hp) to close the clamps and cycle the power to clear the alarms. The tsr advised the hp to discard the supplies and either start over with new or finish with manual supplies. The hp stated she would finish with manual supplies. During troubleshooting no issues were noted which could have contributed to the event. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.